Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported when using the pen ndl 32g 4mm pro 100 box ap, the device experienced difficulty or inability to prime.this event occurred ten times. The following information was provided by the initial reporter. The customer stated: the patient stated that when he prime the pen before inject, no insulin droplet was observed at the tip of the cannula. (Approximately 10 pen needles per shelf-box.)

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the pen ndl 32g 4mm pro 100 box ap, the device experienced difficulty or inability to prime. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: the patient stated that when he prime the pen before inject, no insulin droplet was observed at the tip of the cannula. (Approximately 10 pen needles per shelf-box.)